Event description:
A malfunction alarm was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support if any issues reoccurred, which was acknowledged and understood by the caller.